Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat a pseudocyst during an upper endoscopic ultrasound (eus) performed on (B)(6) 2026. During the procedure, when the physician was attempting to deploy the stent first flange, the entire stent accidently deployed. The procedure was able to be completed by using another of the same device. The patient outcome was reported to be as unknown.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information like manufacture and expiration dates. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Block h11: investigation results: with all available information, boston scientific corporation concludes that the reported event of stent premature deployment was not confirmed. There is not enough evidence to determine whether the event was due to the physician's device manipulation during the procedure or related to a device malfunction. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device has not been returned for analysis. Therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of "stent premature deployment" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.